Manufacturer narrative:
Per - (B)(4) combined report: a pre revision x-ray was provided which confirms the reported fracture, however, post primary x-rays, operative notes, patient activity level and the explanted devices could not be provided. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Feedback from the operating surgeon (primary and revision) was that the fracture must have occurred during the primary procedure and gone undetected. Based on our investigation and the comments from the surgeon it has been concluded that this event is not due to a malfunction or fault with a corin device and is the result of an intra-operative fracture that was not detected. Therefore, corin now considers this case closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Trinity dual mobility / metafix revision after 1 week due to femoral fracture.